Event description:
Nursing staff used the needles to administer immunizations to (B)(6) residents in our health officer¿s clinic and in our back-to-school immunization clinic. Staff reported the needle safety are faulty and unsafe to use. The following safety issues were reported by nursing staff: 1. Force needs to be used to ensure the safety engages. 2. Needles are bending out of their safety hubs. 3. Intermittently the needles are dull, which is dangerous and painful to patients as more force needs to be used to push them through the skin. 4. Intermittently the needles are coming out through the back of the safety. Reference report # mw5158998, mw5158999. All lm safety needles have been removed from our clinics and discarded. The following is the information for the faulty discarded needles: lm safety needles, 25g x 1 ½ inch lot sn (B)(6) exp 11/12/2025 ref# n-2515 lot sn(B)(6) exp 01/07/2026 ref# n-2515 lm safety needles, 25g x 1inch lot sn(B)(6) exp 11/02/2025 ref# n-2510 manufactured by: yangshou medline industry co., ltd, no. 108, jinshan road, economic development zone, yangzhou, 225009 jiangsu, china. Manufactured for: iremedy healthcare, inc. 2862 se monroe street, stuart, fl, 34997, u.s.a the following three adverse event reports have been submitted to the FDA regarding this same product and manufacturer: 1. MDR report key (B)(4); MDR text key (B)(4): report number mw5104956: report date 10/23/2021. 2. MDR report key (B)(4); MDR text key (B)(4): report number 3017368639-2022-00004; report date 01/19/2022. 3. MDR report key (B)(4); MDR text key (B)(4): report number 3017368639-2022-00022: report date 05/17/2022.